Manufacturer narrative:
The device history record o the device was reviewed on 2020-09-29 and there were no references found, which are indicating a nonconformance of the product in question. The hls module was investigated in the laboratory on 2020-09-29. Results of technical investigation: during the leak test a leakage from the gas outlet was detected. Thus the failure could be confirmed. As a most probable root cause for the leak out of the gas outlet a failure of the polyurethan potting could be determined. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Blood leak detected at gas vent port after a few minutes of support. Complaint ID: (B)(4).